Event description:
The customer contacted baxter's service center regarding a check supply line alarm; which occurred on the homechoice (hc) during use, during refilling the heater in last fill. The technical service representative (tsr) checked the setup and all bags were empty. Per the care giver (cg) during the connection last night one of the bags disconnected, and spilled the fluid out. The hp still wanted to use the same bag so they continued with the same bag. The tsr assisted with therapy and troubleshooting.. The tsr started a manual drain of 900ml to leave the correct amount inside the hp. The hp would stop therapy and carry the correct amount. Product surveillance contacted the care giver (cg) on (B)(6) 2011 regarding reported problem. The cg stated they just ended the therapy for the night and continued on the machine the next evening as normal. They stated that the alarm occurred because they had empty bags. The cg stated that they were told not to reuse the bags due to not so good consequences, and now they do not do that. They stated that they think the bag disconnected because they did not tighten the connection well enough. The cg stated that the patients therapy overall has been going well. They stated they have already talked to the nurse about everything, and everything is fine. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue during the last fill stage, where the home patient stated that they think the bag disconnected because they did not tighten the connection well enough. This complaint is confirmed because not properly securing connections will cause a connection issue, which is a use error that can lead to contamination and/or air to be delivered in to the peritoneal cavity. The label review found the patient at home guide to be adequate for the use error in this incident.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.